Event description:
The rn was connecting the primed IV to the IV catheter and the IV tubing came loose from the luer connector. The rn quickly got another set and primed it and started the IV. There was no harm to the patient but the potential was present.